Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 500dm29 open pivot mechanical heart valve, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that there were low impedance values and slightly elevated thresholds. The rv (right ventricular) lead remains in use. No patient complications have been reported as a result of this event.